Event description:
It was reported by service report that the fowler will drift down with weight on it and left head foot caster brake was broken. No patient involvement or adverse consequences are reported.